Event description:
It was reported that a user new to the ilet experienced blood glucose fluctuations after announcing a dinner meal and then consuming fewer carbohydrates than announced, resulting in hypoglycemia to 60 mg/dl followed by self-treatment with approximately two cups of apple juice and subsequent hyperglycemia up to 267 mg/dl after eating a protein bar; on review of device data, the system delivered correction doses and glucose began trending down. Symptoms included low blood glucose followed by high blood glucose. Outcomes included self-management at home without medical intervention, with glucose trending downward under automated corrections. Investigation included review of available device data and user interview with troubleshooting and education on meal announcement practices and the ilet adaptation period. Investigation of this case revealed user-related factors associated with an incorrect meal size announcement and subsequent overtreatment of hypoglycemia, with device corrections functioning as designed. It was concluded that the event was related to use error in meal announcement and hypoglycemia treatment, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.